Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) stated the transfer set became disconnected from her catheter. The baxter technical service representative (tsr) explained the hp would need to contact the peritoneal dialysis registered nurse (pdrn) and let them know about the transfer set coming off. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the transfer set coming off. The cg stated that the home patient (hp) at the time of the event was on vacation with the other daughter. The cg stated that the hp had the transfer set replaced before she left for vacation. The cg said the hp is very good about caring for her transfer set and did not know why it came off. The hp did go to the emergency room to have the transfer set replaced. The hp was given an antibiotic as a preventative. The hp's solution is clear and continuing therapy as normal. The transfer set has been discarded and lot number is unavailable. No patient injury was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.

Manufacturer narrative:
(B)(4). The specific product code for the locking titanium adapter is unknown. The brand name and 510k have been provided in this MDR. The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.